Event description:
Patient reported "capsular contracture (unknown baker grade)." This record is for an unknown side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture.